Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and two additional clips were implanted. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that in 2016 a mitraclip procedure was performed to treat mitral regurgitation (mr) without issue. On 05 june 2024, an additional mitraclip procedure was performed as the previously implanted clip had detached from the posterior leaflet resulting in a single leaflet device attachment (slda) with a mr grade of 4. Two mitraclip devices were implanted, reducing mr to grade 2.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.